Manufacturer narrative:
The failed power pcb assembly was returned to physio-control for further evaluation. Physio observed that the integrated circuit, designator u5, located on the power pcb assembly was not functioning. The cause of the reported failure was due to the integrated circuit u5, located on the power pcb assembly.

Event description:
It was reported that during a daily check, the device did not power on. The hospital maintenance service first attempted to repair the device with no success and the device's configuration was lost. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third party agent evaluated the device and verified the reported failure. He then replaced the power pcb assembly and the cable assembly which connects the system pcb to the interface pcb. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.